Manufacturer narrative:
(B)(4). UDI# - (B)(4). Concomitant medical products - persona cr standard femoral catalog 42502606801 lot 62541842; unknown bone cement; articular surface catalog 42512200516 lot 62166573. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 3007963827-2017-00253 and 0002648920-2017-00536.

Event description:
It was reported that a patient underwent a knee revision procedure approximately three years post implantation due to loosening. It was reported that patient¿s femoral and tibial components were removed. No additional information is available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Per the package insert of the femoral and tibial components, loosening is a known potential adverse effect of the tka procedure. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.